Manufacturer narrative:
On (B)(4) 2014, the beckman coulter field service engineer (fse) evaluated the instrument and found tubing 16 from the top port in the rinse block had popped off. The fse re-attached the tubing and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was described as about 10 ml of clenz and was not contained within the instrument. The instrument was performing the startup and shutdown procedures when the leak was noticed by the customer. The operator was wearing a lab coat, goggles, and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.